Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set cannula kinked event on (B)(6) 2024. The glucose level was 524 mg/dl. Therefore, patient was treated with correction via IV bolus. No further information available.